Event description:
It was reported that the right ventricular (rv) lead triggered a warning for high impedance measurements. The rv lead switched to unipolar sensing and pacing. The lead remains in use. No patient complications have been reported as a result of this event.